Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reran testing on the device. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio test of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.